Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 277 mg/dl while wearing the pod between 4 and 24 hours. Patient noticed pod was leaking and bg levels were increasing. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered. The patient's blood glucose history is as follows: time: 12:41pm, bg(mg/dl): 250-260. Time: 1:41pm, bg(mg/dl): 277.

Manufacturer narrative:
No bends, kinks or damages were observed on the exposed portion of the soft cannula. A leak test was performed, and no leakages were observed along the entire fluid path. Fluid was able to pass through the fluid path and exit the distal tip of the soft cannula.